Event description:
Spouse of home patient (hp) reports incomplete prime of patient line of homechoice set. Spouse of hp reports hp was able to reprime the line and complete treatment. Rn reports hp was diagnosed with peritonitis day of incident. Rn reports she does not directly attribute diagnosis to incomplete prime; however, does not rule out a relationship between the two. Rn reports hp was treated with 2 gm vancomycin i.p.x 1 and 1 gm ceftazidime i.p. X 1. Rn reports hp has responded to treatment with no resulting injury.